Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while in use, the cardiosave intra-aortic balloon pump (iabp) units batteries had died. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) the batteries died while in use. Customer reported the batteries died while in use. A getinge field service engineer (fse) confirmed after looking through the logs, unit ran for 2 hour and 40 minutes on battery power, exceeding manufactures specs. I referred the customer to the user manual. There was patient involvement.